Event description:
The patient called to report that the device is very large and digs into her side while she is sleeping. In addition, the patient feels a tweaking in her left arm. The patient was told to go to the hospital and/or physician. The sorin local representative is aware of this complaint. The device remains implanted at this time.

Event description:
The patient called to report that the device is very large and digs into her side while she is sleeping. In addition, the patient feels a tweaking in her left arm. The patient was told to go to the hospital and/or physician. The sorin local representative is aware of this complaint. The device remains implanted at this time.

Manufacturer narrative:
(B)(4), 2012, a response is pending. Since the device remains implanted, the manufacturing data was reviewed. The records confirmed the device was released following all applicable procedures. Reportedly, there was no suspicion of any device problem and the patient is now searching for a solution to this tolerance problem with the physician. (B)(4): device remains implanted.

Manufacturer narrative:
September 13, 2012. A response is pending. Device remains implanted